Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The umbilical cable and breakout panel were replaced to r esolve the issue. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #: (B)(6), UDI#:- and product ID: (B)(4), serial/lot #: (B)(6), h2-3) the umbilical cable was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/phy sical examination, and usability inspection, the reported issue was confirmed. The results of the analysis concluded that the umbilical cable had electrical failure. Codes: b01, c02, d02 h2-3) the assembly was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that the assembly had no failure found. Codes: b01, c19, d14 h2) please see section d9 for when the devices were available for evaluation and the additional codes section for updated annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000424, lot number: unknown product ID: bi71000954, lot number: unknown product ID: bi71000955, lot number: unknown product ID: bi71000210, lot number: unknown product ID: bi71000167, lot number: unknown g2: foreign country - finland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the x-ray light was not on and they could not take pictures. When pushing the extra pendant dongle, the light turned on. There was a touch error on the system. There was no patient involvement.